Manufacturer narrative:
Unable to perform the displacement test and the cap, reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip and fading serial number label. Unit received with partial display, missing segments due to cracked lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.